Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and completed extended self tests (est). The ventilator passed self-testing.

Event description:
It was reported that the ventilator shut down. The ventilator was not on a patient at the time of the event.